Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a placement procedure performed on (B)(6) 2023. The procedure was performed under local anesthesia and fiducial markers were placed transperineally prior to hydrogel placement. After a spaceoar placement procedure, the images reveled an apparent migration of the hydrogel towards the base and apex of the patient's prostate, and it seemed to be wrapped around the urethra. Upon the review of the computerized tomography (CT) images, it was observed that the hydrogel infiltrated the venous plexus surrounding the prostate itself. Notably, there was an absence of hydrogel in the expected location. An unusual and previously unseen phenomenon emerged from this observation: two prominent vertical columns of hydrogel appeared to encircle the urethra bilaterally, exerting pressure on this structure. Moreover, it did not appear that the hydrogel was directly injected into the urethra, given the lateral positioning of these of these two columns in relation to the urethra. The patient's reported condition is one of relative asymptomatic. However, the patient experienced increased strain during urination and the necessity off standing to urinate. When the patient sat down, it was reported that he had difficulty when urinating. The patient's nocturia frequency increased from 0 times to 4-5 times during the night and persisted throughout the day. Nevertheless, the patient has shown signs of improvement. The current plan is to proceed with 28 fractions of external beam radiation treatment.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular and non-vascular.